Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lots could not be conducted because the part and lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. The patient effects of death is listed in the electronic proglide instructions for use as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment article, titled "large-bore arterial access closure after transcatheter aortic valve replacement: a systematic review and network meta-analysis". B2- death date will be estimated as (B)(6) 2015, the earliest estimated date of event. B3- the date of event was estimated as 1/1/2015 as the article stated that only cohorts enrolled after 2015 were included. D4- the UDI is not known as the part and lot number were not provided. The additional patient effects and/or malfunctions reported in the article are captured under separate medwatch reports.

Event description:
The aim of this meta-analysis study was to evaluate the impact of different large-bore arterial access closure devices on clinical outcomes after transcatheter aortic valve replacement. Multiple vascular closure devices were discussed, including prostar xl, perclose proglide, and manta. Although there were some complications (in-hospital death, minor and major vascular complications, and major or life-threatening bleedings), manta outperformed proglide and prostar xl as described in this article. Prostar xl device performed poorly in all explored endpoints. Specific patient information is documented as unknown. Details are listed in the article, titled "large-bore arterial access closure after transcatheter aortic valve replacement: a systematic review and network meta-analysis"